Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infections, recurrence of urine and stool incontinence and frequency. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.